Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and avaulta anterior and posterior were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient experienced pain, urinary problems, recurrence, dyspareunia, vaginal scarring, erosion, infection, bowel problems, bleeding, neuromuscular problems, and other. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that the patient had concurrent procedures of a cystoscopy, sacrospinous fixation, tah, and bso performed during mesh implantation. Patient underwent excision of eroded mesh and revision of avaulta implants and an unknown mesh sling was implanted on (B)(6) 2007. Patient underwent excision of vaginal foreign body, episiorrhaphy and revision of vaginal scar(for severe dyspareunia) on (B)(6) 2007.